Event description:
Reportedly, noise and ventricular oversensing with inappropriate shock risk was observed during a follow-up. The system was explanted. The subject ICD will be returned for analysis.

Manufacturer narrative:
.

Event description:
Reportedly, noise and ventricular oversensing with inappropriate shock risk was observed during a follow-up. The system was explanted. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly, it operated as specified.

Event description:
Reportedly, noise and ventricular oversensing with inappropriate shock risk was observed during a follow-up. The system was explanted. The subject ICD will be returned for analysis.